Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. A dark brown substance, damaged shaft material, and thermocouple wire insulation damage was noted at the distal tip of the catheter, consistent with the reported crusting of the catheter tip. Further analysis determined the dark brown substance was consistent with charred biological material and the damaged shaft material was consistent with shaft adhesive that had a melted appearance. The device met specifications during temperature response testing, occlusion testing and flow rate testing. Electrical integrity testing was performed which revealed continuity between both thermocouples and electrodes 1-2. No open circuits were detected during electrical testing. A simulated ablation was performed, and the catheter displayed a high average temperature rise. The cause of the short circuits and high average temperature rise remain unknown due to the received condition of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged catheter tip components and the reported event remains unknown.

Event description:
During the atrial tachycardia procedure, the local tissue stability was too high, resulting in blood clotting and crusting on the tip of the catheter. The catheter was unable to discharge. The catheter was exchanged, and the procedure was completed with no adverse patient health consequences.